Manufacturer narrative:
System components: pump: model-72400098, lot sn- (B)(4), mfg date-10/24/2018, exp date-10/23/2023, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 11/16/2018, exp date- 11/15/2023, gtin- (B)(4).

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) device implant. After the procedure, the patient experienced urinary retention. To treat the patient there was a bladder catheterization. After two attempts at catheter removal, the patient still experienced urinary retention. The patient was taken to surgery which showed urethral erosion by the sphincter. A procedure was performed to treat the patient. A patient outcome of stable was reported.